Event description:
Report received from abbott int'l affiliate (abbott canada) of a potential overdose of narcotic. The report states: "family claims that line to pt was clamped, and when it was released a rush of medication went into pt. Hosp believes device is ok. They say the pt is suffering from cancer and has been asking family to end their life. There is a history of problems with this family and the hosp thinks that the family removed medication from bag and injected it into pt, then blamed the pump." Further query indicated that the pump was programmed to deliver dilaudid 50mg/ml at either 15 or 20mg/hour. The pt's respirations became slow and shallow with oxygen saturations down to 72%. The pt was described to be in a state of "opioid toxicity". Two hours prior to this, the pt was fully alert. It was reported that the "pt went into canada, but has now pulled out of coma". It was not known what interventions were required for the pt. The pump was removed from service for 24-hours, and was reconnected to the pt once the pt recovered from the "opioid toxicity states". No other info was availabe.